Event description:
It was reported that during device upgrade, high, out of range high voltage lead impedance was observed when the existing lead was connected to the new device. Impedance measurements were normal prior to implant. After lead vectors were reprogrammed impedance measurements were normal. A successful dft test was performed resulting in normal impedance measurements. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.